Event description:
It was reported that the superior vena cava (svc) coil displayed several high impedance measurements and a lead integrity alert was triggered. Technical services discussed non-invasive troubleshooting techniques. A lead fracture was suspected. The svc coil was programmed off per physician's order. The patient was scheduled to follow up with the electrophysiologist to discuss options. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).